Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the basket tip was intact. The side car-rx was torn at the proximal end. The basket wire assembly had been removed from the coil and handle assemblies. The pullwire was found bent and the sheath was torn in multiple locations. Further evaluation found the pull wire broken from the distal end of the handle cannula. Both ends of the fractured pullwires shows evidence of necked which indicates that the pullwire was subject to tension. The evaluation concluded that during the procedure excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failures pullwire bent and broken, side car torn, and sheath torn. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, an alliance handle was used in conjunction with the trapezoid¿ rx basket in an attempt to crush a 15 mm stone. However, the pullwire broke leaving the stone trapped inside the basket. A larger sphincterotomy was performed to remove the basket with the stone out of the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".